Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which demonstrated that the reported error had been recorded. The issue was attributed to the device downstream occlusion sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device dso sensor was replaced and the device passed all testing.

Event description:
It was reported that the 'no cassette' alarm was triggered. The event occurred while patient use at patient's home. There was no patient harm reported.